Manufacturer narrative:
(B)(4). Phone number: (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. On (B)(4) 2016 the amo application support manager (asm) completed intralase flap/ring wet lab/didactic and surgery support for five doctors and staff. Two other amo specialist also assisted with technician training secondary to language barrier. Asm completed intralase validation and settings adjustments as well as completed z delta testing all at zero for 100,200,300,400. Asm also completed validation for inlay, gel 4/4 0.50uj with 85% melt and set inlay energy at .60uj and deactivated inlay following validation as surgeons are not trained yet. Amo application support manager (asm) discussed with all surgeons docking techniques to eliminate opaque bubble layer (obl). Asm also discussed proper suction ring placement and proper applanation. With proper docking there were no difficulties and easy flap lifts. Through a follow up with the asm, he stated that the suction loss was due to patient/doctor movement. All pertinent information available to abbott medical optics has been submitted.

Event description:
During surgery support on a male patients right eye (od), there was suction loss during raster pattern with an intralase patient interface (pi) after the laser fired. The doctor elected to complete second raster pattern without problem. Flap was lifted, excimer completed and no patient harm or loss of best corrected vision acuity (bcva) was reported.